Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube / appeared that it perforated / migrated out of the tube'), uterine perforation ('uterine perforation') and device dislocation ('migration of essure device location of device: pelvis/ other is slightly higher in the midline of the pelvis') in a 37-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia in 2002. Previously administered products included for an unreported indication: nuva ring from 2009 to (B)(6) 2012. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils and tubes was cauterized). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache had not resolved, the uterine perforation outcome was unknown and the pelvic pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: coils: left tube : 2 of coils right 10: 10 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: results: unilateral occlusion (right tube occluded), migration of essure device; by report. 1 of the essure devices (left) is no longer present and that tube was cauterized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received event added uterine perforation, bladder/urinary problems event outcome recovered/resolved updated for events pelvic pain, bladder/urinary problems. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube / appeared that it perforated / migrated out of the tube') and device dislocation ('migration of essure device location of device: pelvis') in a (B)(6) year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia in 2002. Previously administered products included for an unreported indication: nuva ring from 2009 to (B)(6) 2012. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (surgical removal of coils and tubes was cauterized). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache had not resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: coils: left tube: 2 of coils. Right 10: 10 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: results: unilateral occlusion (right tube occluded), migration of essure device; by report. 1 of the essure devices (left) is no longer present and that tube was cauterized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: plaintiff fact sheet- events abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, migraines, headaches, migration of essure device location of device: pelvis, pain, perforation (fallopian tube), lot number, reporters, patient details were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube / appeared that it perforated / migrated out of the tube'), uterine perforation ('uterine perforation') and device dislocation ('migration of essure device location of device: pelvis/ other is slightly higher in the midline of the pelvis') in a 37-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia in 2002. Previously administered products included for an unreported indication: nuva ring from 2009 to (B)(6) 2012. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils and tubes was cauterized). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache had not resolved, the uterine perforation outcome was unknown and the pelvic pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: coils: left tube : 2 of coils. Right 10: 10 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: results: unilateral occlusion (right tube occluded), migration of essure device; by report. 1 of the essure devices (left) is no longer present and that tube was cauterized. Lot number: 948831 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube / appeared that it perforated / migrated out of the tube'), uterine perforation ('uterine perforation') and device dislocation ('migration of essure device location of device: pelvis/ other is slightly higher in the midline of the pelvis') in a 37-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia in 2002. Previously administered products included for an unreported indication: nuva ring from 2009 to january 2012. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils and tubes was cauterized). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache had not resolved, the uterine perforation outcome was unknown and the pelvic pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: coils: left tube : 2 of coils right 10: 10 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: results: unilateral occlusion (right tube occluded), migration of essure device; by report. 1 of the essure devices (left) is no longer present and that tube was cauterized. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received event added uterine perforation, bladder/urinary problems event outcome recovered/resolved updated for events pelvic pain, bladder/urinary problems. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube / appeared that it perforated / migrated out of the tube') and device dislocation ('migration of essure device location of device: pelvis') in a 37-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia in 2002. Previously administered products included for an unreported indication: nuva ring from 2009 to january 2012. Concomitant products included nsaids since 4-nov-2012 and paracetamol (acetaminophen) since 4-nov-2012. On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In may 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In june 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (surgical removal of coils and tubes was cauterized). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache had not resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: coils: left tube : 2 of coils. Right 10: 10 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on 10-jul-2012: results: unilateral occlusion (right tube occluded), migration of essure device; by report. 1 of the essure devices (left) is no longer present and that tube was cauterized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.